Event description:
Multiple occurrences where fill tubing was stopped at 9.8 units were reported. The issue was resolved when cartridge and infusion set were changed out. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.